Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was also noted that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: 4068-52 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
The lead was returned to the manufacturer after being removed and replaced. The lead was analyzed and tested out of specification. After follow up was conducted, it was determine the lead was replaced due to high thresholds. No patient complications have been reported as a result of this event.